Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the long term v-go 20 user. She uses humalog in her device. She normally changes it around 4-4:30pm. Her case is complicated by gastroparesis. She has severe gut issues which make the timing of her insulin use and the meal intake difficult to match. She states she doesn't really eat meals. She eats small amounts; frequently. She will give 2 or 3 clicks. She does not use a continuous glucose monitor (cgm), but tests by finger sticks 5 times a day. On may 12th she had a stressful, tense day visiting with family. She cannot recall if she even ate that day. When family left she became confused and sweaty. She checked her glucose, which was 52. She consumed 3 orange gel candy slices and waited 7 minutes, she retested, and the result was the same 52. She did this a total of 7 times, all with the same glucose result of 52. She removed the v-go device after the third time. She called 911 and the emts gave her glucose gel. She was stabilized in the ambulance and taken to the ER. Upon discharge from the ER her glucose was 310. She has a follow up visit scheduled with her endocrinologist. She has multiple other medical issues which she did not name. Gastroparesis makes it difficult to dose insulin correctly. It is unlikely that this serious adverse event was caused by the device.

Event description:
The patient reported that their blood sugar got down to 52 on (B)(6) 2024. She called the ambulance because she was not able to get her blood sugar up on her own by chewing candy. The patient reported that it might have been user error (she may have lost count of how many clicked she pushed for bolus). The device is not available for return to the manufacturer for evaluation.